Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump not priming correctly. Customer's blood glucose level was unknown. Customer stated that the insulin pump received very frequent unexplained no delivery alerts. Customer reported that insulin pump rewound much slower and made weird noise during rewound process. Customer declined to report to 24 hours technical support team but he did not had time right now to be transferred. Insulin pump will not be returned for analysis.